Event description:
Customer reported that she had unexplained high blood glucose and dka. Customer went to the emergency room. The blood glucose reading was 496 mg/dl at the time of hospitalization. Customer stated that her insulin pump act button was not responding during bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.